Manufacturer narrative:
(B)(4). The rx xience xpedition 3.50 x 28 mm stent mentioned is being filed under a separate manufacturer report number. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of cardiac arrest, hypotension, electrocardiogram (EKG/ECG) changes, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with angina and thrombolysis in myocardial infarction (timi) flow 2. Elective percutaneous coronary intervention (pci) was selected to treat a 75% stenosed, non-calcified de novo lesion in the mildly tortuous mid left anterior descending (lad) artery. After pre-dilatation, the 3.5x28mm xience xpedition stent implant was successfully deployed at 18 atmospheres (atm). However, a distal stent edge vessel dissection was noted; which was treated successfully with deployment of a 3.0x18mm xience xpedition stent implant. Post-dilatation, intravascular ultrasound (ivus), and angiography were performed. Reportedly, the deployed stent implants' conditions were good and timi flow improved from 2 to 3. There was no reported clinically significant delay in the procedure. Later the same day, the patient experienced electrocardiogram (EKG/ECG) changes, hypotension, and cardiopulmonary arrest. The patient was transported to the catheter lab, and percutaneous cardiopulmonary support (pcps) was inserted. Angiography revealed thrombosis, which was treated successfully with aspiration and plain old balloon angioplasty (poba). Hospitalization was prolonged. There was no additional information provided.